Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2019 with blood glucose in the 20 mg/dl range at the time of the incident. The customer was given juice and intravenous fluids to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined, blaming the lows on the sensor system. The customer mentioned sensor glucose versus blood glucose differences. The customer stated they had three or more lows in the last two months and paramedics were involved in two of them. The insulin pump will not be returned for analysis.